Event description:
It was reported that the touchscreen had a malfunction. Not in use, no patient or user harm reported. The customer reported that the touchscreen malfunctioned. No troubleshooting was available, and the customer requested onsite service. The remote support engineer (rse) recommended part number for the touchscreen. Further information is pending.

Manufacturer narrative:
The field service engineer reported that the faulty touchscreen was replaced. The system meets the specification for the performed service and was returned to use.

Manufacturer narrative:
The touchscreen assembly was returned to the manufacturer. The touchscreen was tested, and the customer complaint was not verified. No fault was found.